Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis, with blood glucose of 466 mg/dl. The customer stated that prior to the event, she was having chest pains and problems due to a bent cannula. The customer also stated that she last changed her infusion set the day of the event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.